Event description:
According to the initial information received, a 4mm amplatzer septal occluder (aso) was implanted in the (B)(6) patient's fenestrated atrial septal defect and was later found to have embolized.

Event description:
According to new information received, the fenestrated defect measured 2.5mm and the 4mm aso was deployed in the conduit between the inferior vena cava and pulmonary artery. Two minutes after the aso was released, it embolized which was suspected to be the result of inferior margins and the fact the aso was not properly straddling the fenestration. The 4mm aso was percutaneously retrieved from the aorta and a 6mm aso was successfully implanted. (Two additional fenestrations also were occluded.)

Manufacturer narrative:
Additional details are expected. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction updated with the correct aware date - (B)(4) 2012. Device analysis: the amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.